Manufacturer narrative:
Info is unavailable; device was not returned for eval.

Event description:
It was reported that the device had too vibration to the connector of the holster. The problem was verified and the root cause was the damaged dc motor adapter. There was no pt consequence.